Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) reported to have evaluated the suspect device, but at this time is awaiting replacement parts to complete the repair. The fsr determined the most likely cause of the reported issue is the main printed circuit board assembly and turbine assembly. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The customer reported the error log displays motor fault and transducer fault errors. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause was due to a corrupted turbine interface board. This issue will be internally investigated within carefusion. The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event was able to be confirmed but unable to be duplicated. The unit ventilates without fault and all transducers were successfully calibrated.